Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, three weeks after a spinal surgery, the patient presented with wound dehiscence. The status of the patient is no problem.